Event description:
It was reported through a protegen sling marketing survey that following a protegen sling placement, the patient suffered uretheral erosion and had to have the sling removed. No other information is available. No product was returned for evaluation.